Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lap nephrectomy procedure, the stapler did not work as smoothly as it normally does. They first 2 pulls were smooth but then the third resulted in a large crunching sound coming from the stapler. There were no metal clips in the field that could have interfered. After this, the stapler would not open and I could not change the angle of the shaft. In the end I had to pull the port and curved stapler out. I could not get the jaws to open either. No patient consequence reported.